Manufacturer narrative:
B5: correction; additional information received the patient was experiencing uncomfortable stimulation not ineffective stimulation.

Event description:
Additional information received the patient was experiencing uncomfortable stimulation not ineffective stimulation.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation due to the leads migrating. The ipg was also inoperable. It is unknown if the ipg depleted prematurely. Surgical intervention took place wherein the system was explanted and replaced. Effective therapy was restored.